Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The broach handle broke, the threads on the inserter/extractor fractured.

Manufacturer narrative:
Examination of the returned product confirmed the report. Previous investigations found if the tip is not screwed down until it is seated against the base of the extractor (tips are switched between a metal and poly during surgery), the impact force applied to the impactor/extractor to seat the implant can shear the bolt. The returned device has been heavily used; there is evidence of impaction on all sides of the device, scratching, and material discoloration. The device was manufactured in september 2005 and is ten years into distribution. The root cause is attributed to wear out secondary to inadvertent user error. Based on the investigation, the need for corrective action is not indicated.